Event description:
It was reported that the e360 ventilator had an internal air leakage. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The service provider (sp) reconnected the air inlet regulator but found it needs to be replace. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.